Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Hearing performance with the device is affected. There is no report of a head trauma. An integrity test is scheduled.

Event description:
Hearing performance with the right side device is affected. There is no report of a head trauma. Reportedly, the change in hearing responsiveness was sudden. At the appointment on (B)(6), her parents reported that they are uncertain at exactly what point between (B)(6) 2018 and her previous appointment on (B)(6) 2018 when the change may have occurred as she always wears her audio processor bilaterally. They have noticed that in the last couple of weeks she has been touching her right coil more and initially thought the external equipment was faulty, but after receiving a replacement set of equipment they noticed that she still was not responsive when only wearing her right audio processor. The recipient was re-implanted.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.